Event description:
The customer reported "high flow rate". Patient involvement is unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection found a damaged dso seal and a scratched lens. The functional testing confirmed the complaint. The accuracy test failed. Root cause was attributed to a defective expulsor, which was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.